Manufacturer narrative:
Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc assumed that the pressure sensor error (e03) was caused by the defect of the pressure sensor on the mainboard of the device. There is possibility that the defect of the pressure sensor was caused by the followings. Oxidation corrosion of pressure sensor electrode foreign matter adhering to the pressure sensor if additional information becomes available, this report will be supplemented.

Event description:
A user reported that the power of the device was defective during preparation for use. Reportedly, when the customer turned on the device, the device made a beep sound the front panel light went off. And olympus inspected the device at the service department of olympus (B)(4) (okr) and found that an pressure sensor error (e03) occurred due to the defect of the circuit board. There was no report of patient injury associated with this event.